Manufacturer narrative:
The device was returned for analysis. The balloon returned deflated with crystallized residue/blood visible in the balloon and inflation lumen. There was a kink on the distal shaft at 11.6 cm distal to the guidewire entry port bond. Upon visual inspection a longitudinal tear was observed on the balloon distal working length. A lead in scratch evident proximal to the tear site. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An euphora balloon dilation catheter was being used to treat the lad which was mildly tortuous and calcified with 90% stenosis after a resolute integrity 30/30 mm was implanted. No damage was noted to the packaging nor were there any issues noted when removing the device from the hoop/tray. The device was inspected with no issues and negative prep was performed with no issues. Pre-dilation was not performed. The device did pass through a previously-deployed stent. Resistance was felt when advancing the device but no excessive force was used. The balloon was positioned correctly during delivery, but it was not moved during inflation. It was reported that upon reaching 14 atm during the 1st inflation that the balloon ruptured. Pressure dropped abruptly upon balloon rupture. The device was removed completely out of the patient's body. Post-dilation was not performed. The device was replaced with another euphora. The patient is alive - no injury.